Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported that a secondary vancomycin 1gm/200ml infusion completed in 20 minutes instead of 2 hours. Intended rate of infusion was 100ml/hr. The patient developed red man syndrome and was treated with IV benadryl and 1 liter of normal saline IV over two hours. Within five hours, the symptoms resolved. Although requested, the customer did not provide any add'l pt or event details.